Event description:
On (B)(6) 2010, the patient ((B)(6)) received an scs system. It was reported that the patient suffered a fall hitting the ipg; consequently, stimulation has ceased. Diagnostic tests revealed low impedance readings for two lead contacts. Reprogramming efforts were unsuccessful as they produced painful stimulation for the patient. X-rays of the patient's scs system have been ordered for further interrogation. No plans for surgical intervention have been made at this time.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. The lot size totaled 40 units. One unit was found to have parts loose in the tray, and one unit was found to have a damaged tyvek lid. The two affected units were removed from this production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevance of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.